Event description:
It was reported to philips healthcare that the heartstart mrx failed to pace during CPR therapy on pt. The pt was moved to another unit and was noted as not harmed.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.